Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2013. The patient reported ¿getting readings that are high at one time and low at another¿ with the subject meter. Specific results were not provided. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications. After the start of the alleged issue, the patient claimed he felt symptoms of dizziness and shaking. The patient took more food and/ or drink. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. Quality control testing fell within specifications. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/04/2013). The patient¿s meter and test strips have been returned on 8/28/2013 and evaluated by lifescan product analysis on 8/30/2013 and 9/4/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.